Event description:
It was reported that during a procedure when the wand was plugged, the generator could not go up or down, the setting was not moving, the buttons were not working. It was making noise as well when the wand was active, it was a static noise. The procedure was completed with the same device, no delay or patient injuries reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. The reported device was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection observed that the wand port has corrosion and signs of arc damage. Functional evaluation revealed the unit could not be tested due to signs of arc damage and corrosion in wand port. The unit was opened and found no issues. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a defective probe or wet probe connection causing a short or unexpected saline expose to the area. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.